Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments have been made and the recipient continues to improve. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection and decreased performance. Medication (type unknown) was prescribed. Device testing was within normal limits.